Event description:
This supplemental report is being submitted to provide an update to the following fields:d3, d4, d9, f9 and f14.

Event description:
It was reported that during a diagnostic endoscopic bronchial ultrasound (ebus), the tip pf the subject device broke off inside the patient. The clinician was aspirating fluid from the patient for cytology. The subject device was withdrawn after one successful pass. When the clinician attempted to insert the needle again, it wouldn't go all the way in. The procedure was completed with a similar device. During the final inspection of the procedure, the clinician visually examined the area inside the patient and saw a shiny object. The broken piece was extracted with forceps. There was no patient harm reported.